Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. While testing the device, physio-control also observed that it locked-up after delivering a 360 joule test shock. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when the code summary button was pressed. There was patient use associated with the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Patient identifier, of the initial medwatch report indicated: (B)(6). Patient identifier, of the initial medwatch report should have indicated: (B)(6). New information for supplemental medwatch report: physio-control performed a voltage drop test which indicated that pcb-mounted jack connector, designator j11, on the power pcb assembly and the cable-mounted plug connector, designator p11, on the battery power cable assembly were the primary cause of the reported issue. The voltage drop test also indicated that worn battery pins were a secondary cause which contributed to the reported issue. The power pcb assembly, battery wire harness, and battery pins were all replaced in order to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Fretting corrosion due to excessive wear on the power pcb assembly (j11) and battery wire harness (p11) can cause increased resistance on the connector contacts which results in an excessive voltage drop at the contacts when certain high current usage device functions, such as code summary, are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. Physio also determined that worn battery pins were a secondary root cause which contributed to the reported issue. The likely cause of the observed lockup issue has been determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. The observed lockup issue will be addressed as part of corrective action number 3015876-12/28/2018-001-c.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when the code summary button was pressed. There was patient use associated with the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue.